Manufacturer narrative:
Concomitant medical products: product ID: 3487a, serial#: (B)(4), product type: lead. Product ID: 3487a, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 27-oct-2001, UDI#: (B)(4). Product ID: 3487a, serial/lot #: (B)(4), ubd: 13-oct-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was sitting and the stimulation cut off. The patient stated 5 of the 8 electrodes were not working. They stated this had happened before the patient was able to turn the device back on. They stated the second time, they were not able to turn it back on. They stated they notified a manufacturer representative (rep) and the rep checked the patient¿s device. The rep used their external equipment and got the electrodes to work for 5 hours and then the electrodes cut out again. They stated the rep tried again and the electrodes worked for 2 hours before it died. The patient stated the rep decided to add programs 1, 2, 3, and 4 to group b and since then, the ins was draining faster. The patient stated they have to constantly charge the ins and it goes quickly. They stated they always have to have the ins recharger (insr) connected to the ins to charge. They also stated they were having a surgery the next month to replace the wires. The patient stated the device was working ¿half ass¿ and they were not getting full relief. They stated they have to mess with the programs and at first the stimulation was coming up the patient¿s leg which was not comfortable, leaving the patient frustrated. No further patient complications were reported as a result of this event. The representative was contacted and they stated they were not aware of the events the patient is reporting.